Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used. The patient experienced diaphragmatic stimulation during implant. The lead was positioned several times and was easily dislodged. After final placement, the lead became dislodged while slitting. Patient anatomy may have contributed to lead dislodgement. No patient complications have been reported as a result of this event.